Event description:
The initial attorney report alleged pain and permanent injuries, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2006: pt underwent lysis of adhesions and repair of an incarcerated ventral hernia with a composix e/x mesh. On (B)(6) 2007: pt reports pain and underwent explant of the composix e/x mesh and small bowel adhesions were taken down.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. The pt, who has a history of multiple abdominal surgeries, developed a incarcerated ventral hernia. The pt experienced pain and approx (B)(6) months post-op, the composix ex was explanted. The operative note states "the mesh was bowed upward into the old area of the hernia sac because it was placed laparoscopically and a piece of small bowel was caught up in the mesh. This was what was causing the pt pain". Adhesions are a known adverse event listed in the IFU. A mfg review was performed and no evidence of a mfg related cause for the reported event was identified. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question.